Event description:
The diaphram of the seal broke off the cannula while inside the patient and was retrieved within 1-2 minutes.

Manufacturer narrative:
Evaluation results: the device was received with the upper seal detached from the body. The seal returned with the unit exhibits cuts and tears. Dissassembly of the lower seal also exhibited cuts and tears around the slit in the centr. The shaft protion had slight gouge marks on the distal end. These discrepancies are commonly due to an instrument being activated as it is being inserted and removed from the cannula. A product history revealed no other units from this lot have been returned for this type of issue.